Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that the jaws inside the coupling were damaged. The assignable root cause was determined to be wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during central sterile processing, it was observed that the chuck of the large chuck with key device was open and would not close. This event was not related to surgery. There was no patient involvement reported. There were reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event is unknown to the reporter, however it was noted that the event occurred during the month of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.